Manufacturer narrative:
Report was received via a solicitor representing the end-user. Claims received indicate when given a tapping motion via the apple watch to disengage the drive motor of the smartdrive mx2+, the device continued to drive. Reports claim the end-user forced the wheelchair to tip on to side to avoid maneuvering into oncoming traffic. Reports indicated the end-user sustained minor injuries to their fingers described as friction burns. No serious injuries were reported to have been sustained. At time of report, permobil has been unable to verify a product malfunction as having occurred as product has not been made available for inspection. If permobil received any new information, a follow-up report will be submitted.

Event description:
Received report claiming while traversing out of doors while under power of the smartdrive device, when attempting to disengage the drive motor via tapping gestures on the apple watch, the device reportedly continued to drive which forced the end-user to tip their wheelchair on to its side to avoid collision with oncoming traffic.